Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the right ventricular (rv) lead exhibiting high and variable thresholds. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.